Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
A user facility submitted a repair request to the olympus service center, for evis lucera gastrointestinal videoscope, having air and water nozzles are clogged and the draining function reduced. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to handling (insufficient cleaning), the air and water nozzles are clogged, and the draining function reduced, curved rubber adhesive missing, curved rubber bond cracked, curved rubber adhesive part cloudy, deformation of the air/water nozzle due, tip cover crushed, tip cover damaged, adhesive part of the objective lens came off, objective lens adhesion part cloudy, lighting lens adhesion part cloudy, scratches on the insertion tube, and wrinkles in the insertion tube. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.